Event description:
It was reported that the right atrial was repositioned on due to dislodgement. Two days after the repositioning procedure, it was found that both the right atrial and right ventricular leads were dislodged. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Further testing revealed blood in/on helix/lobe mechanism. (B)(4) no anomalies were found; the full lead was returned and analyzed. Further testing revealed blood in/on helix/lobe mechanism.